Event description:
It was reported to medtronic neurosurgery that a strata ii shunt was not reducing a patient's ventricle size even at the lowest pressure-level setting of 0.5. The shunt was explanted and replaced with a new strata ii shunt. The patient's ventricles were reported to have somewhat reduced in size with the new shunt.

Manufacturer narrative:
The valve was patent. It met all of the requirements for the pressure-flow and preimplantation tests. It did not meet requirements for the leakage, siphon, and reflux tests. Tears were observed on the top of the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).